Event description:
Family member of pt states that pt's insulin pen failed. The insulin that was in the pen was less than what the dial said. Also, the button sticks when used sometimes. Pt has been running high blood glucoses since hospitalized for kidney transplant. Was admitted to hospital via ER with diagnosis of d.k.a. One day after admission suffered a stroke and is now disabled.